Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged audio/vibrate anomaly/absence of alarm found on (B)(6), 2021. Device received with flashing medtronic logo and constant beeping. Reset the insulin pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Unable to download insulin pump's history and trace files using thump/carelink due to frozen display anomaly. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 / harness assembly vibrator or corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. In summary, customer allegation for flashing medtronic logo with constant beeping due to moisture damage electronic assemblies. Cosmetic damage found on the back of the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had nonstop beeping. The medtronic logo was flashing on the screen and the insulin pump was still beeping. The insulin pump continued to beep even at the time of call. The insulin pump had kept on beeping even when the customer had shifted to another location. The issue was not resolved even after a new battery and restarting the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.